Manufacturer narrative:
The creatinine reagent lot number was 75443201, with an expiration date of 31-jul-2024. The albumin reagent lot number and expiration date were requested, but not provided. The customer observed a white substance on the outside of a probe. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the cobas integra creatinine plus ver.2 assay and a second patient sample tested with an albumin assay on the cobas 6000 c501 module. The specific albumin assay used was requested, but not provided. The first sample initially resulted in a creatinine value of 49.4 mg/l and it repeated as 8.0 mg/l. The second sample initially resulted in an albumin value of 35 g/l and it repeated as 52 g/l.

Manufacturer narrative:
The field service engineer cleaned the probe/wash station, checked controls, performed monthly maintenance, and ran performance testing. The investigation determined the service actions resolved the issue.